Event description:
It was reported that there was abrasion on the attachment tip. At the time of report, there was no impact to the patient.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the attachment tip abrasion was confirmed as the tube tip is worn/damaged. The likely cause of failure could not be determined. It was also noted that the bearings are worn/detached, the laser markings are fading and the input and output drive shafts are worn. B3: notified date was considered as the date of event, as the event date was unavailable. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.